Manufacturer narrative:
The biomedical engineer (bme) reported that both of the central nurse's station's (cns) displays went down and only one came back up upon reboot. Restarting the device and resetting the display settings resolved the issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. (B)(4).

Event description:
The biomedical engineer (bme) reported that both of the central nurse's station's (cns) displays went down and only one came back up upon reboot. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that both displays on the central nurse's station (cns) went down and only one came back up upon reboot. Restarting the device and resetting the display settings resolved the issue. No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) had the customer reconnect the secondary monitor, and reboot the device, and then adjust the monitor settings to enable dual display to resolve the issue. A review of the history of the serial number identified no similar events. Based on the available information, a definitive root cause could not be identified.

Event description:
The biomedical engineer (bme) reported that both displays on the central nurse's station (cns) went down and only one came back up upon reboot. No patient harm was reported.